Event description:
During an incident on an unknown date involving a patient with general weakness complaints, this defibrillator was being used with monitoring pads to monitor the patient, during transport. And, the defibrillator kept shutting off after approximately 1 or 2 minutes. The battery was replaced, but, the unit kept powering off. The patient was released in stable condition. The batteries and electrodes were verified as not expired. Later the customer stated that the defibrillator displayed "check electrodes" on the screen, but did not give a verbal prompt. The unit was tested using a heartstart tester and it kept prompting "check electrodes" and powering off. The batteries in the tester were confirmed good and the cable was confirmed good on another unit.